Event description:
The customer called to report a pod he felt was not delivering insulin, which resulted in him experiencing high bg's (greater than 250mg/dl). When the pod was removed, the cannula was noted as being "bent at an angle". No blood was observed in the cannula and the pod never went into alarm. A new pod was placed, which successfully lowered his bg's. The suspect pod will not be returned for evaluation.

Manufacturer narrative:
The product will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however, the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.